Event description:
Sample handler failed to consistently pipette positive control in positions 4 and 5. Insufficient sample when pipetting 50ul. Pipetting of 200ul is acceptable. The assay being run at time of the event was an hiv-1 p24 antigen. A co field svc engineer was dispatched to site to investigate. No death or serious injury was associated with this event.